Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The image orientation issue with the 30 degree endoscope was resolved by changing the scope angle from the console, allowing the surgeon to resume the procedure. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer encountered an image orientation issue with a 30 degree endoscope when installed onto universal surgical manipulator (usm) 2. The issue was able to be resolved by changing the scope angle from the console. The surgeon resumed the procedure. The procedure was completed as planned with no reported injury.